Manufacturer narrative:
(B)(6): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used internally. The patient reports that the "wounds opened and the sutures spit out". The patient was given keflex for 10 days. No additional information was provided.